Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
A physician reported to baxter an issue of discolored uv flashtransfer set found during use. The physician stated that ther was pinkish discoloration of the tube. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This complaint for discolored was confirmed in the lab. Baxter received one used set with no cap (loose in pouch) on spike and no cap on patient connector. Set was visually inspected and noted that the tubing and patient adapter were pink in color.

Manufacturer narrative:
(B)(4). The cause for the reported issue of discoloration was undetermined. A batch review was not performed as the lot number was unknown.